Event description:
During evaluation of a returned homechoice device one increased intra-peritoneal volume was identified in the alarm log, high drain alarm 106, which occurred on (B)(6) 2014 at 09:29:09 during night drain cycle 6. No drain volume available. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of this issue was not determined. Should additional relevant information become available, a supplemental report will be submitted.